Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported the patient went through airport security in (B)(6) and turned off the device prior. Post security, she tried to turn it back on and got the warning power on reset (por) message 0x400. This was resolved in the office on the day of the report. There were no symptoms reported. Relevant medical history included lumbar radiculopathy and spinal pain.